Event description:
It was reported that a wire break occurred, requiring intervention. A short taper 300 cm straight tip v-14 control wire was used to treat a superficial femoral artery (sfa) stenosis. During the procedure, the wire fractured into several pieces inside the patient. All pieces were successfully retrieved by snaring. Although the procedure was prolonged, no patient complications resulted from the event.